Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient had been diagnosed with a rare disease of the brain. It was noted that it had nothing to do with the pump or the medication it contained. It was noted that the patient had the diagnosis of creutzfeldt-jakob disease.

Event description:
It was reported that the patient¿s cerebrospinal fluid tested positive for meningitis. The physician that was treating the meningitis was asking the reporter to ¿tap¿ the pump and send some medication in for a culture. It was stated that the pump was previously refilled in december and soon after the patient had experienced some mental status changes. The reporter was looking to have a manufacturer representative come to the clinic to interrogate the pump. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).